Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, one on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observation: yellow particles observed on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported rupture of the right implant diagnosed via ultrasound. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture.'' Device has been explanted and replaced with non-allergan device.